Event description:
It was reported the patient had a coupling problem. It was noted the patient had difficulty recharging the battery past halfway. It was stated the patient had spent 3 hours total and had only about half of the implantable neurostimulator (ins) charged. It was noted the implant floated around a little but the health care professional checked the site and determined that everything looked good. It was noted that the charge would only last a week. It was noted the patient had good coupling initially but then would lose it. It was stated the patient was unable to adjust stimulation. It was stated the patient had trouble turning off the stimulation the night prior to report. It was noted they were able to charge and turn stimulation off. It was further reported the patient had charged a couple of days prior to report for 2 hours with full bars and they charged the night prior to report for 1 hour with full bars and they felt like the implantable neurostimulator (ins) battery did not increase as they thought it should. It was stated it was extremely hard to keep the bars because the antenna was very sensitive. It was noted the patient had lost weight since the implant and felt that the ins floated more lately. It was stated the patient had their colon taken out during the ins implant. It was further reported the patient still had concerns regarding their device or therapy and they had an appointment scheduled in (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: a03888001, lot# unknown, product type: recharger. (B)(4).